Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the slight deviation of the pedicle screw was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the surgeon decided to not correct (re-position) this one screw placement. The final outcome of this surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to this issue. There was no harm or negative effect to the patient due to the deviating screw placement, also not due to prolong of surgery/anesthesia (of ca. 20-30min) due to this issue. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of 1 of the screw placements by ca. 2mm lateral from the intended position in left l3, is a relative movement of the vertebrae (especially l1-l4 below the fracture at level t12, causing instability of the spine) in relation to the vertebra t8 the navigation reference array was attached to. This was also determined meanwhile by the hospital (other surgeon) to be the cause for the deviation only below the fracture from the array, for this specific case. A relative movement of the vertebrae operated on in relation where the reference array was attached to (t8), is highly likely due to the general instability of the spine after the fracture, and also when applying forces with the navigated instruments, leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement occurs due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for fusion and stabilization of vertebrae t10-l4 for a trauma with spine fractured at t12, with intended placement of 12 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra t8. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used the navigated drill guide to open the cortical bone (pilot hole), a navigated non-brainlab tap calibrated to navigation to prepare the screw thread, and placed pedicle screws in l4 bilaterally as intended with a navigated non-brainlab screwdriver calibrated to the navigation. Detected after drilling the pilot hole in l3, that the navigation was no longer as accurate as desired in the part of the spine below its fracture, and decided to perform another intra-operative CT scan with automatic image registration to navigation - with navigation reference remaining mounted above the spine fracture at t8. Verified the accuracy of the patient registration in the navigation, and accepted the registration to proceed with the same pedicle screw placement workflow as above. Determined with checking the pilot hole, that the navigation instrument position display deviated by ca. 2mm. Decided to continue to place the remaining 10 screws using navigation by "manually compensating" for the observed deviation, placing the pedicle screws from l3 bilateral bottom to top, passing the fracture at t12 in direction of the reference array, until t10 bilateral. Performed another intra-operative control CT scan to verify the screw placements. Determined that one (1) of the 12 screws, in left l3, deviated slightly by ca. 2mm laterally from the intended position, and decided to not correct (re-position) this one screw placement. The other screws placed "looked good" as per the surgeon. Completed the surgery successfully. According to the surgeon: the slight deviation of the pedicle screw was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the surgeon decided to not correct (re-position) this one screw placement. The final outcome of this surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to this issue. There was no harm or negative effect to the patient due to the deviating screw placement, also not due to prolong of surgery/anesthesia (of ca. 20-30min) due to this issue. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.